Event description:
It was reported that the right ventricle (rv) lead was explanted due to an unknown malfunction on (B)(6) 2025. The rv lead was replaced with a new lead. No patient condition was reported.